Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump was monitored, and no unexpected high pitch tone alarm was noted. The pump also had minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.

Event description:
It was reported the customer had a keypad anomaly. The customer stated the buttons on their insulin pump was unresponsive. It was also found the insulin pump was making a high pitched noise. Customer stated they could not resolve the issue by changing the battery. Customer's blood glucose was 400 mg/dl. Customer stated they will be treating with a bolus delivery. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.